Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the xenon lamp being on when the emergency light indicator is on could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation lamp was lit at the same time as the emergency light was not confirmed. In addition, the color was strange when acquiring white balance. The high brightness does not occur due to ware of the detection lever.  During the visual examination, there were no abnormalities found.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the emergency light along with the light source light on the visera elite xenon light source lights up when the power is turned on. It is reported that the device still works without a problem. It is also reported that the issue occurred several times in the past with the same device. The issue was found during preparation for use. There were no reports of patient harm.